Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached alarm. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the "cassette not attached" alarm. During visual inspection it was found that the dso (downstream occlusion) seal was degraded. The complaint was confirmed during the disposable test, due to the fact that the air detector did not work correctly. Probable cause was the faulty air detector. The air detector and the dso seal were replaced. The performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.